Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The initial values were reported outside of the laboratory. The samples were repeated and the repeat values were deemed correct. Corrected reports were issued. The specific date of the event is not known. It was noted the customer started having issues on (B)(6) 2022, but it is not known when the affected samples were initially tested. The first sample initially resulted in a na value of 125 mmol/l and repeated as 133 mmol/l. The second sample initially resulted in a na value of 103 mmol/l and repeated as 109 mmol/l. The third sample initially resulted in a na value of 125 mmol/l and repeated as 136 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Upon review of calibration data, calibration errors occurred for ise calibrations performed surrounding the day of the event. Upon review of alarm trace data, abnormal aspiration, sample short, calibration, and abnormal sample probe movement alarms were observed. The following service actions were performed, but it is not clear if these actions were performed before or after the affected samples were tested: the ise dilution vessels were cleaned, the sample probe was flushed, the sample flow path was cleaned with fishing line, and the electrodes and flow path were conditioned. Ise checks were successful, calibrations were successful, and controls were within range. The customer declined to provide any additional information or clarification surrounding this event. The investigation could not identify a product problem. The cause of the event could not be determined.